Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer worked with the site information technology team to resolve the incorrect dns address. Remote access to both stations at the site was verified. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, was not communicating. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.